Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that ¿the high impedances were resulting in a programming error.¿ though it was noted that since ¿the short cut was not programmed, therefore there wouldn¿t be a revision.¿ the patient ¿had a good therapy outcome¿ at the time of follow-up.

Event description:
During troubleshooting, the doctor saw the left lead showed a short cut of 53 ohms and the right lead showed all impedances over 4000 ohms. The patient experienced less than (B)(6) therapy relief. Along with impedance testing, x-rays were also performed. The defect products were replaced. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).